Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. 2017 is added captures the failure to follow steps.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that during insertion, the physician did not perform the leaflet insertion assessment prior to closing the clip; therefore, the inserted leaflet length could not be measured. Two clips were implanted reducing mr to a grade of 2. The following day, transthoracic echocardiogram (tte) was performed and showed mr had increased to a grade of 3. It was suspected that one of the clips had detached from one of the leaflets. The next day, transesophageal echocardiogram (tee) was performed and showed the second clip implanted (90301u106) had lost its grasp on the anterior leaflet and was visibly attached to the posterior leaflet (single leaflet device attachment/slda). In the physician opinion, since the clip was severely attached to both leaflets when deployed and leaflet insertion was proven to be good, it was assumed that structural damage occurred to the anterior leaflet. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6)2019, an additional clip was implanted to stabilize the implanted clip that had lost its grasp on the anterior leaflet (single leaflet device attachment/slda). No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Correction: outcomes attributed to adverse event: required intervention.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. It should be noted that in the instruction for use (IFU) mitraclip system manual states: use echocardiographic imaging to verify insertion of both leaflets." All available information was investigated, the reported single leaflet device attachment (slda) appears to be due to user technique and improper or incorrect procedure or method. The reported patient effects of recurrent mr and tissue damage as listed in the mitraclip system IFU, are known possible complications associated with mitraclip procedures, and appear to be due to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Contact office first name , contact office last name, have been corrected.